Manufacturer narrative:
Continuation of concomitant products: dtba1d1 crtd implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead exhibited a confirmed fracture, high thresholds and high undefined impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.